Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post replacement procedure, the right ventricular (rv) lead showed pauses in pacing due to possible lead to lead interaction. The rv lead remains in use. No further patient complications have been reported as a result of this event.